Event description:
It was reported that the procedure was cancelled after the priming phase couldn't be completed due to an error. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. When the device was inserted and priming was performed, the prime was interrupted with an error message. The catheter was unable to be used, and due to the error, the procedure was cancelled. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: the returned product consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed and found no damages. The device was functionally tested by connecting it to a jetstream console. The device was able to prime and run with no issues. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the error message.

Event description:
It was reported that the procedure was cancelled after the priming phase couldn't be completed due to an error. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. When the device was inserted and priming was performed, the prime was interrupted with an error message. The catheter was unable to be used, and due to the error, the procedure was cancelled. There were no patient complications reported.